Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic patient. The customer communicated that the patient first tested negative and then later positive when retesting using a different sofia analyzer. No confirmatory testing had been completed.